Manufacturer narrative:
(B)(4) . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: event date - unk. Procedure name - unk. Did the suture break during use on patient? -yes did all three sutures from different boxes were used during the same procedure? Yes how was the case completed? -unk.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The suture tore while knotting. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Representative samples of product code mic170, lot ah2291 were returned for evaluation. Visual inspection was performed and no defects were found on the package. The samples were opened and the swage and attachment area were as expected. All sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The samples were tested for knot tensile strength and the results were above the minimum individual strength requirement.